Event description:
It was initially reported by the treating neurologist that the pt's settings appeared to be at unintentional settings, which appeared to be due to an interrupted system diagnostic test. The current physician changed the settings and could not confirm the previous physician, so no further details were available on the issue. Later, the pt reported having shortness of breath, so the physician opted to temporarily disable for a week and begin a gradual titration. Diagnostics were said to have been performed, which were within normal limits.